Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within the normal range. The customer, with assistance from technical support, was able to successfully load a new cartridge using the proper technique and resumed insulin therapy. The issue was resolved.